Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultramini meter was prompting an "error 2" message. Per the onetouch ultramini owner's booklet, this error message indicates a problem with the test strip or meter. The complaint was classified based on the customer care advocate (cca) documentation. The pt reported that the alleged error message began the same day at 8:50pm. The cca noted that the pt manages her diabetes with diet and exercise. As a result of the alleged issue, the pt denied taking any action regarding her diabetes management. Approximately 10 minutes after the issue started, the pt claimed she began to feel shaky and developed blurred vision. The pt reported treating self with something to drink to increase her blood glucose. At the time of troubleshooting, the cca noted that the pt was using the correct testing technique and that the test strips appeared in good condition. The issue remained unresolved even when the pt retested with a new vial of test strips. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.